Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported "wire unravelled". Additional information received states "faulty wire in product, resulting in foreign body being left inside patient's radial artery. Additional surgery, xrays, an anesthesia were done to remove the foreign piece. The patient's current condition is reported as "stable" at this time.

Event description:
It was reported "wire unravelled". Additional information received states "faulty wire in product, resulting in foreign body being left inside patient's radial artery. Additional surgery, xrays, an anesthesia were done to remove the foreign piece. The patient's current condition is reported as "stable" at this time.

Manufacturer narrative:
Qn#(B)(4). The actual device was not returned; however, the customer provided two photos for analysis. The complaint of an unraveled guidewire was able to be confirmed by the photos as the second photo revealed an unraveled guidewire that was protruding from the needle cannula. It could not be determined based on the visual evidence provided alone if the guidewire had separated during use. The damage is consistent with retraction of the guidewire upon the needle bevel, however, a complete visual inspection to determine the cause of the damage could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. The instructions for use (IFU) provided with this kit warns the user , "warning: to reduce the risk of guidewire damage, do not retract guidewire against edge of needle while in vessel. Precaution: if resistance is encountered during guidewire advancement do not force feed, withdraw entire unit and attempt new puncture." Without the device to evaluate, the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.